Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient was admitted to the hospital after experiencing a syncopal episode. The cause of the syncope was not determined, however the right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.